Event description:
An adhesive issue was reported with the Abbott Diabetes Care (ADC) device. The ADC device prematurely detached, and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "vomiting, light consciousness, stomachache," a loss of consciousness, and was able to regain consciousness to provide self-treatment with Imodium and Paracetamol. In addition, the customer had contact with a healthcare professional (HCP) who checked the customer's body temperature and obtained a blood glucose result of 24.6 mmol/L on an HCP meter; however, no treatment was rendered for this issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.